Manufacturer narrative:
Correctional data: -6.50/0.50/76 is the full diopter, not -6.5. Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.50 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved with the lens exchange.